Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -12.0/3.50/104 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. Lens rotation was observed. The lens was repositioned on (B)(6) 2021 and this did not resolve the problem. On (B)(6) 2022 the lens was exchanged for a same model and size lens and the problem was resolved.

Manufacturer narrative:
Weight, ethnicity and race:unk. This product is not marketed in the us. Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial; dry with residue/ debris on product. Visual inspection found optic deformed. Haptic deformed/ stretched out. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).